Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-8737-16 driver twisted up while the hcp was putting in the screws. A different driver was brought in to complete the case. No time was added to the case, and no additional anesthesia was administered, no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.